Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3713 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported an issue related to leakage of flushing solution from the space between the nfc and the catheter port was reported. Powerpicc catheter. We tried replacing the nfc with another of the same make and type as those in the kit as well as with a third party one, without any results. The operator reports the partial resolution of the problem with the use of our q-syte. The catheter in question was not implanted in a patient, it is not contaminated with blood or drugs. At the time of the function test there is evidence of leakage of flushing solution from the junction between the catheter hub and nfc.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable manufacture records, sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the catheter luer was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr s/l powerpicc catheter. The sample was untrimmed and appeared free of obvious use residues. A needleless injection cap was attached to the luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leakage was observed at the interface between the injection cap and the luer. The injection cap was removed and subsequent testing revealed leakage at the syringe/luer interface. Testing of the luer adapter using an iso taper gauge revealed the luer to be outside of manufacturing specifications. Microscopic inspection of the luer adapter revealed protruding material within the luer orifice. The material was continuous with the luer material and prevented complete insertion of the taper gauge and firm connection of accessories to the luer adapter. The leakage was caused by the protruding material within the luer orifice. It appeared to be improperly deposited material during the molding process. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported an issue related to leakage of flushing solution from the space between the nfc and the catheter port was reported. Powerpicc catheter. We tried replacing the nfc with another of the same make and type as those in the kit as well as with a third party one, without any results. The operator reports the partial resolution of the problem with the use of our q-syte. The catheter in question was not implanted in a patient, it is not contaminated with blood or drugs. At the time of the function test there is evidence of leakage of flushing solution from the junction between the catheter hub and nfc.